Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the lens in the ks-3ai 18.5 preloaded injector system, 18.5 diopter was stuck in the cartridge. This occurred on (B)(6) 2016. The lens was not implanted. As of the date of MDR reporting, the injector system has not been returned and therefore not evaluated.

Manufacturer narrative:
Product evaluation found the returned product in a device tray. Visual inspection found no visible damage to device, not enough viscoelastic, foreign material on/in device (dry clear residue), and the lens stuck in cartridge. No similar complaints were reported for units within the same lot. (B)(4).